Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis, and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Mfg record review: no discrepancies noted. Complaint history analysis: 81 previous records have been received involving 84 units relating to draw rod tip deformations on the reflex-hybrid revision driver. Investigations into past complaints concluded that the failures were the result of user-error, ie over-angulation of the draw rod when connected to the screw and/or insufficient depth of screwing between the draw rod and screw. Risk assessment: the fragments from the broken instrument were safely removed from the pt and it is noted that this device is made from implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. There were no reports of any adverse consequences and the surgery was confirmed to have been successfully completed. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or...

Event description:
It was reported that "dr (B)(6) used the revision driver to remove a reflex hybrid plate. The draw rod of the revision driver broke as he was removing a screw."